Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was bent approximately 7.0, 27.0, 77.0, 88.0, and 107.0 cm from the proximal end. The introducer sheath was bent approximately 5.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The kink located approximately 7.0 cm from the proximal end became fractured upon attempting to retract the introducer sheath during functional testing. This fracture unintentionally detached the embolization coil. Conclusions: evaluation of the returned device revealed the pusher assembly and introducer sheath were bent. This type of damage typically occurs due to improper handling during use. If the pc400 is manipulated forcefully against resistance during advancement of the pc400 or retraction of the introducer sheath, damage such as this may occur. Pc400 devices are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, after advancing the pc400 coil into a px slim delivery catheter (px slim), the physician attempted to pull back the introducer sheath from the pc400 coil pusher assembly. However, resistance was met at the end of the pusher assembly and the physician was unable to remove the introducer sheath. The procedure was completed using a new pc400 coil and the same px slim. There was no report of an adverse effect to the patient.